Manufacturer narrative:
Complaint conclusion: as reported, an outback elite 120cm chronic total occlusion (cto) catheter system needle was being extended but the physician felt a strong resistance. There was no reported patient injury. The physician stopped the procedure and pulled back the needle, which he also encountered a strong resistance. The physician has more than ten years of experience using the outback system. There was not any damage to the outback device noticed prior to opening the package. All specified ports were flushed properly. The ports were flushed, followed by a 30 second delay, then flushed again. The cannula action was verified during prep. The device was straight prior to loading. The guidewire was successfully loaded. The cannula actuated smoothly. The guidewire was not kinked or bent. There was no damage to the guidewire when the product was removed. The guidewire was not used previously in the procedure. The procedure was not completed successfully. One non-sterile outback elite 120cm re-entry was received for analysis coiled inside a plastic bag. Per visual analysis, the cannula was received fully retracted (not deployed). No other anomalies were noted in the device. Dimensional analysis was performed for the usable length of the outback elite was measured and was found within specification. Functional testing was performed, a lab sample syringe filled with water was attached to the flush and wire ports located on the handle of the unit and successfully flushed. The water dripped out from the distal end of the catheter. The cannula was advanced and retracted several times via distal movement of the deployment slider. No anomalies were found. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported event by the customer as ¿cannula/needle (outback only)- deployment difficulty¿ as well as the reported event by the customer as ¿cannula/needle (outback only)- retraction difficulty¿ were not confirmed. The cause of the events reported by the customer could not be conclusively determined during the analysis. The product instructions for use (IFU) cautions the user that excessive calcification at the site of re-entry may impair the device¿s performance. It instructs the user to retract the cannula tip into the device by fully retracting the handle deployment slide until it stops. The user is then to release the handle deployment slide button to lock the deployment slide in the retracted position. The user is then instructed to ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked, prior to withdrawing the catheter over the guidewire. Based on the product history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A device history record (DHR) review of lot 17798931 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, an outback elite 120cm chronic total occlusion (cto) catheter system needle was being extended but the physician felt a strong resistance. There was no reported patient injury. The physician stopped the procedure and pulled back the needle, which he also encountered a strong resistance. The physician has more than ten years of experience using the outback system. There was not any damage to the outback device noticed prior to opening the package. All specified ports were flushed properly. The ports were flushed, followed by a 30 second delay, then flushed again. The cannula action was verified during prep. The device was straight prior to loading. The guidewire was successfully loaded. The cannula actuated smoothly. The guidewire was not kinked or bent. There was no damage to the guidewire when the product was removed. The guidewire was not used previously in the procedure. The procedure was not completed successfully.